Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a highly calcified aortic valve. A fluoroscopy check was confirmed. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 28mm, unknown balloon. During the procedure, on the initial attempt at 80 percent, it was positioned high, so it was recaptured. On the second attempt at 80 percent, poor valve underexpansion was noted and able to be recaptured after using the micro-adjustment wheel. A new valve was loaded and able to be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. It was noted that the procedure time was increased. The patient's status was unknown.